Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The hcp indicated that the patient only had their leads implanted. It was indicated that their most recent implant was only implanted for ¿a little bit¿ because their body rejected it. The event date was asked but was unknown. Additional information was received from the patient on (B)(6) 2020, indicating that they had received a new registration card and it showed their explanted ins on the card. The patient was transferred to patient registration to add the explant date and sent the patient a new card. At patient registration, the patient again noted that their ins was removed as their body rejected it. The patient indicated that their stimulator had not been ¿active/implanted for at least 6 years or maybe longer.¿ the patient stated that their body rejected the 2012 ins, their side got swollen so the healthcare provider (hcp) removed it. No further complications were reported/anticipated.